Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device locked on tissue and could not be opened. The tissue was transected around the end effectors to remove the device. The jaws are still closed. A new device was used to continue. There was no impact to the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). (B)(6). The ec60 device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.